Manufacturer narrative:
Although the product was not received for evaluation, a video the hospital provided was reviewed. The video shows a 23g vitrectomy cutter in a surgical setting. The tip of the vit cutter is submerged in an unknown liquid in a metal bowl. The needle is not bent and the tubing is fully assembled while correctly attached to the cutter back cap. There is no visible damage noted on the back cap or on the aspiration barbed connector. The cutter is activated with the cut rate set to 4800 c.p.m., and the system vacuum rate is set to 450 mmhg. The cutter cannot be heard "humming" and the fluid in the bowl is not turbulent. The tubing does have fluid flowing through the aspiration line as noted in the video, but the collection cassette cannot be seen as it is behind other surgical equipment. The fluid flow into the collection cassette and the tubing connections at the stellaris system cannot be verified or determined. The cutter appears to be aspirating but not cutting or the inner needle is not advancing or moving as it should. The cause of the failure cannot be determined by viewing the video alone. The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
A user facility in china reported that the vitrectomy cutter stopped working and aspiration continued. There was no patient impact.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.